Manufacturer narrative:
H11: additional manufacturer narrative: pre- mitral valve-in-valve CT report was received and reviewed. Surgical prosthesis in situ- with an appearance of thickened leaflets. No obvious calcification seen in provided images (full assessment not possible). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 66-year-old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately one (1) year and eleven (11) months due to thickened leaflets with reduced motility of two cusps (anterolateral and posterolateral), leading to severe stenosis (mean gradient of 11-12 mmhg; valve area/index of 0.8-0.9 cm2) and mild-moderate insufficiency. Reportedly, the echo showed thickened leaflets but not degenerated or calcified. Prosthetic thrombus and halt were ruled out. The patient presented with dyspnea and anasarca. A 29mm transcatheter heart valve was implanted within the surgical device. The patient was noted as to be discharged home in stable condition.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Corrected size of the device in section b5 (describe event or problem). H11: additional manufacturer narrative: the implant date is only known as (B)(6) 2023. Thus, (B)(6) 2023 is being used to calculate the minimum implant duration. A DHR review is unable to be performed because no lot/serial number was provided. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. Per image evaluation, pre- mitral viv CT report, showing surgical prosthesis in situ- with an appearance of thickened leaflets. No obvious calcification seen in provided images. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification from italy that a 66-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately one (1) year and eleven (11) months due to thickened leaflets with reduced motility of two cusps (anterolateral and posterolateral), leading to severe stenosis (mean gradient of 11-12 mmhg; valve area/index of 0.8-0.9 cm2) and mild-moderate insufficiency. Reportedly, the echo showed thickened leaflets but not degenerated or calcified. Prosthetic thrombus and halt were ruled out. The patient presented with dyspnea and anasarca. A 29mm transcatheter heart valve was implanted within the surgical device. The patient was noted as to be discharged home in stable condition.